Event description:
Olympus was informed that during an open pancreatectomy procedure, the teflon pad came loose but did not detach from the subject device. The user stated that he had two issues during the procedure, one early within the first five activations, and again one near the end of the procedure. Error codes were observed. There was no report of pt injury.

Manufacturer narrative:
The device was not returned to olympus as it was discarded by the user facility. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.